Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.00/4.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. On (B)(6) 2021 the lens was replaced for a spherical lens and the problem was resolved. Reportedly, residual astigmatism will be treated by laser.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
H3: dimensional inspection found lens to be within specifications. Claim# (B)(4).